Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. When the fse arrived onsite the instrument was running with no errors since the initial call. The fse proceeded to inspect the main arm, clean and lube the main arm y axis rails. Then all connectors were inspected with no errors being noticed. Customer than ran patient samples with no errors. Instrument is functioning as intended and released. The most probable cause for this event is the unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4211main arm y-axis home detection failure that aborted the run on their aia-2000. The customer stated that the error occurred the day prior to the incident day but did not result in aborting of the run. The technical support group (tsg) had the customer perform all set home and rack out procedure on the instrument. Then asked the customer to try and rerun the instrument again. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.